Manufacturer narrative:
Return requested. Replacement emitter shipped to site 08/31/2016. Medtronic investigation of returned suspect emitter,returned to manufacturer on 09/12/2016, finds the reported issue could not be replicated. The field generator was connected to a test system for a three hour burn-in test. The system remained in green status during all testing. It passed the accuracy test with an error of .969 mm. Flexing the cable does not indicate any intermittent opens. Device found to be fully functional. Return requested. Replacement scu to psu int cable shipped to site 08/31/2016. Medtronic investigation of returned suspect scu to psu int cable, returned to manufacturer on 09/08/2016, finds it to be in good condition and passed continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. Return requested. Replacement external axiem cable shipped to site 08/31/2016. Medtronic investigation of returned suspect external axiem cable, returned to manufacturer on 09/08/2016, finds that the lemo connector has been pulled exposing the shield wire, most of the shield wire severed. A continuity check found an open in the shield wire and also pins 2 and 3 of the usb (pins 6 and 7 of the lemo connector). These are the usb data lines. Opening the lemo connector shell revealed broken solder connections for pins 6 and 7. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 09/13//2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: axiem emitter. No sound was coming from emitter. Replaced the emitter and cords. Issuer resolved. System performed as intended. The axiem cable, internal camera cable, and emitter were all damaged. All cable that require replacement have damaged insulation. It was determined that the only exposed wire was the shield wire, no bare conductors, not a safety concern.

Event description:
A medtronic representative received a report from a site surgeon who wanted to use axiem for a cranial procedure, however, the emitter was not working and unable to track instruments. The medtronic representative disconnected and re-seated all the connections into the axibox. Re-booting the software and performing a full system re-boot, did not resolve the issue. The surgeon opted to go forward with the procedure using optical. Delay in therapy was 15 minutes. There was no impact on patient outcome.